Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left hip procedure, the instrument broke. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h4; h6 visual examination of the returned product identified nicks, gouges, and scratches from previous uses. Strike plate shows indentation. Blue handle is fractured and during evaluation it was noted a piece(s) were not present when fit together. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.